Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4. The mitraclip advanced. Prior to grasping, the following procedure steps were performed: assessing the trajectory, positioning the clip perpendicular to split the jet, and assessing gripper actuation. Grasping attempts were then performed using both simultaneous and independent gripper arm grasping, however, the attempts were unsuccessful. The clip was unable to grasp and capture the leaflets. The device was retracted back into the left atrium (la) for re-positioning and to improve the clip trajectory. During assessment in the la, one of the grippers was noted not actuating. Troubleshooting was performed, lowering the grippers, locking, and unlocking the clip. The issue remained. It was decided to not implant this clip. The device was removed and another ntw mitraclip was successfully used in replacement. Mr was reduced to grade 1. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). The reported positioning failure associated with leaflet grasping and capture could not be replicated in a testing environment. The discrepancy between what was reported (single gripper actuation issue) and what was observed (no issues actuating the grippers) may be related to user technique. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the single gripper actuation issue resulting in positioning failures (unable to grasp and capture leaflets) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.